Manufacturer narrative:
No button error alarm was noted. Intermittent button response was due to moisture damage keypad traces. There were minor scratches to the lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call of button error on her son's insulin pump. The customer's mother states her son trying to deliver a bolus, when the buttons stopped working. The customer's blood glucose at the time was 348 mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis. The device is being returned for analysis and replaced.